Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. C22914) for female sterilisation. The patient had a medical history of uterine leiomyoma, dyspareunia, vaginal discharge, cough, abdominal pain, constipation and uti. Previously administered products included: ibuprofen for pelvic pain female and micronor and depo provera. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1695 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (1. Total laparoscopic hysterectomy 2. Bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils: left: 3 coils right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.576 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report: clinical history: uterine fibroids. Site: uterus, cervix, bilateral fallopian tubes, essure x 2. Gross examination: also received are two silver metallic coiled wires. One wire is approximately 4 cm in length and the other wire is approximately 20 cm in length. Microscopic diagnosis: leiomyoma, intramural. Essure [ultrasound pelvis] on (B)(6) 2020: pelvis ultrasound with endovaginal imaging (B)(6) 2020 history: abnormal uterine bleeding procedure: gray scale imaging of the pelvis was done transabdominally and transvaginally. Color doppler imaging of the ovaries was performed. Findings: there are echogenic structures in the bilateral uterine horn/fallopian tubes representing the essure coils. Impression: 1. Interval decrease in size of the uterine mass measuring 3.0 x 3.5 x 2.7 cm previously measuring 4.1 x 4.4 x 3.1 cm. Finding is nonspecific and suggests uterine fibroid which is partially exophytic cysts. 2. The ovaries are unremarkable. 3. No intrapelvic mass or free fluid is identified. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added .non drug treatment updated. Indication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. C22914) for female sterilisation. The patient had a medical history of uterine leiomyoma, dyspareunia, vaginal discharge, cough, abdominal pain, constipation and uti. Previously administered products included: ibuprofen for pelvic pain female and micronor and depo provera. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1695 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: trailing coils: left: 3 coils right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.576 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report: clinical history: uterine fibroids. Site: uterus, cervix, bilateral fallopian tubes, essure x 2. Gross examination: also received are two silver metallic coiled wires. One wire is approximately 4 cm in length and the other wire is approximately 20 cm in length. Microscopic diagnosis: leiomyoma, intramural. Essure. [Ultrasound pelvis] on (B)(6) 2020: pelvis ultrasound with endovaginal imaging 1/15/2020 history: abnormal uterine bleeding procedure: gray scale imaging of the pelvis was done transabdominally and transvaginally. Color doppler imaging of the ovaries was performed. Findings: there are echogenic structures in the bilateral uterine horn/fallopian tubes representing the essure coils. Impression: 1. Interval decrease in size of the uterine mass measuring 3.0 x 3.5 x 2.7 cm previously measuring 4.1 x 4.4 x 3.1 cm. Finding is nonspecific and suggests uterine fibroid which is partially exophytic cysts. 2. The ovaries are unremarkable. 3. No intrapelvic mass or free fluid is identified. Lot number: c22914, manufacture date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.